Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. No pt injury was reported.